Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave catheter was selected for use, after treating all 4 veins the physician attempted to quickly and forcefully withdraw the catheter inside the faradrive sheath, while the sheath was still deflected. A cobra shape was observed, and the physician was unable to fully withdraw the catheter inside the sheath, there was still small part of the catheter with inverted splines visible outside the sheath. The catheter and the sheath were removed from the left atrium and the patient body as one unit. The procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed the splines in the distal cage were still inverted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted, no issues were observed regarding the spline cage. The allegation of difficulty withdrawing was unable to be confirmed as the device passed the functional testing, however, the splines in the distal cage were still inverted.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave catheter was selected for use, after treating all 4 veins the physician attempted to quickly and forcefully withdraw the catheter inside the faradrive sheath, while the sheath was still deflected. A cobra shape was observed, and the physician was unable to fully withdraw the catheter inside the sheath, there was still small part of the catheter with inverted splines visible outside the sheath. The catheter and the sheath were removed from the left atrium and the patient body as one unit. The procedure was completed successfully without patient complications. The device was received for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave catheter was selected for use, after treating all 4 veins the physician attempted to quickly and forcefully withdraw the catheter inside the faradrive sheath, while the sheath was still deflected. A cobra shape was observed, and the physician was unable to fully withdraw the catheter inside the sheath, there was still small part of the catheter with inverted splines visible outside the sheath. The catheter and the sheath were removed from the left atrium and the patient body as one unit. The procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Correction to section h6 device codes a2304 was added. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed the splines in the distal cage were still inverted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted, no issues were observed regarding the spline cage. The allegation of difficulty withdrawing was unable to be confirmed as the device passed the functional testing, however, the splines in the distal cage were still inverted.